Event description:
Pt with hallux linctus underwent surgery. The on q pump was used for post-op numbing effect. Plain marcaine was used. The area on the foot where the catheter was placed developed a blister, however it progressed to a full thickness ulcer; skin became necrotic and sloughed. Report from tertiary center reviewed.